Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an internal review of data transmitted from the device indicated that multiple second phase short circuit protection episodes were triggered. During multiple episodes of ventricular fibrillation (vf), the implantable cardioverter defibrillator (ICD) system provided less than programmed high voltage energy. It was noted that the last high voltage therapy appears to have been delivered as programmed, however, it was later identified that the patient is deceased and died on the date of transmission.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. A medical safety assessment was performed for this event. In summary, it is not possible to determine the relatedness of the death to the ICD. During one episode of vf, high voltage therapy was delivered with successful termination of the arrhythmia. In a second episode, short circuit protection was triggered, however two high voltage therapies were delivered with full energy shocks. Because the arrhythmia was still in-progress at the time of the transmission of the clinical data, the shocks were either ineffective in terminating it or the arrhythmia restarted immediately after initial successful termination. The decline in patient condition and the underlying medical condition that led to the ventricular arrhythmias are contributing factors to the event; consequently, the medical safety assessment concluded that it is not possible to confirm that the ICD caused or contributed to the death. It was determined that the cause of short circuit protection is related to device design; the high voltage circuitry has sensitivity to a low impedance current pathway and the most likely cause of the death cannot be determined. Corrected: h6 annex d; h11 (product event summary). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.